Manufacturer narrative:
Appropriate term/code not available (3191) ¿ device tilt. Appropriate term/code not available (3191) ¿ device perforation. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2008 via the right internal jugular vein after being diagnosed with deep vein thrombosis (dvt) right leg. Patient alleges filter tilt, organ perforation, perforation strut.¿ the patient further alleges, ¿I have to sleep on my back. I have pain when I try to sleep on my side or stomach.¿ CT study (actual date of exam is not noted - sometime during hospital admission period between (B)(6) 2018). Findings: "inferior vena cava filter is present. The limbs of the filter project beyond the margins of the vessel. In particular, the most anteriorly directed long limb seems to have its tip projecting within the lumen of the duodenum suggesting that it has perforated the wall of the bowel. There might be some slight haziness surrounding the inferior vena cava in this general area. The possibility of some inflammation or infection/phlebitis could not be excluded. To some extent, some of the hazy appearance might be artifact form the dense portion of the filter itself. The most posteriorly located limb appears to be touching the l3 vertebral body and, furthermore, there is what seems to be some degenerative bone spur formation partially encasing this portion of the filter as it passes by the l2-l3 disc." Impression: "the limbs of the inferior vena cava filter protrude beyond the vessel wall. The more anterior limb appears to be entering the duodenal lumen and the more posterior limb appears to be partially encased by degenerative bone spur arising from the spinal column at the l2-l3 level. Questionable minimal haziness surrounding the inferior vena cava at this level versus artifact from the dense portion of the device."

Event description:
No additional information provided at this time.

Manufacturer narrative:
Investigation reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated: tilt, vena cava perforation, organ perforation, and pain. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: inflammation, infection, phlebitis, spur formation. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported inflammation, infection, phlebitis and spur formation are directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) devices in lot. No other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per a report from CT, dated (B)(6) 2018: "findings: vessels: inferior vena cava filter is present. The limbs of the filter project beyond the margins of the vessel. In particular, the most anteriorly directed long limb seems to have its tip projecting within the lumen of the duodenum suggesting that it has perforated the wall of the bowel. There might be some slight haziness surrounding the inferior vena cava in this general area. The possibility of some inflammation or infection/phlebitis could not be excluded. To some extent, some of the hazy appearance might be artifact from the dense portion of the filter itself. The most posteriorly located limb appears to be touching the l3 vertebral body and, furthermore, there is what seems to be some degenerative bone spur formation partially encasing, this portion of the filter as it passes by the l2-l3 disc.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). D4) catalog# is unknown but referred to as cook celect filter. E3) occupation: non-healthcare professional. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2008". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.